Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136226.

Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnostic was performed and revealed high impedances across the lead. It was determined the lead had fractured. As a result. Surgical intervention may be undertaken to address the issue. It is undetermined which lead has fractured.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.